Manufacturer narrative:
The positioning sensor unit (psu) was returned for evaluation. When connected to a known good system, the positioning sensor unit (psu) powered up without the amber fault light on but it did light after a few minutes. A check of the event log revealed an intermittent history of illuminator current. Otherwise, the positioning sensor unit (psu) passed an accuracy test (aak). The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A manufacturer representative went to the site to test the equipment. Testing revealed that the camera of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The camera has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the camera of the navigation system amber led illuminated. The site opted to complete the procedure with the navigation system. Following the procedure, the navigation system was restarted and the issue could be replicated. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.